Manufacturer narrative:
The investigation of the complaint has been completed. Evaluation of the received device view logs showed that the system failed after start of the nebulizing program, where the ventilator generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator was manually turned off and on again (rebooted). Simulated-use tests of the returned control printed-circuit (pc) board in a reference ventilator did not reveal any problems. Pre-use checks tests succeeded and simulated-use tests of ventilation ran successfully for 10 days. The reported issue was likely related to the ongoing nebulization program. Therefore, nebulization was initiated several times in conjunction with the performed ventilation tests without any deficiency noted. Our conclusion is, that a problem occurred with the breathing sub-system. It was detected by the system and the appropriate alarms were generated. The cause was most likely a temporary corruption of data, or data that was momentarily perceived as corrupt, by the breathing sub-system at the time, but this could not be confirmed.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it generated a technical error code and stopped ventilating,this occurred soon after initiating nebulisation procedure. The technical error code indicated an error in the internal memory. There was no patient harm reported. (B)(4).